Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the main printed circuit board assembly and the battery flex were corroded. Analysis also found the battery contacts were compressed and contaminated. Upper and lower cases were broke and contaminated. Battery release, battery drawer, and lcd (liquid crystal display) were contaminated. One side bail cover was broken, lead flex cover was broken and corroded, and the keyboard was scratched. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.